Manufacturer narrative:
Physio-control further evaluated the customer's device and was still unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to deliver energy using internal paddles during a patient event. There was no report of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and was unable to duplicate the reported issue. The customer provided additional information on the patient and the event. The patient survived the event and the users were able to switch to a back up device to deliver defibrillation energy to the patient. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to deliver energy using internal paddles during a patient event. There was no report of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to deliver energy using internal paddles during a patient event. There was no report of any adverse effects to the patient as a result of the reported issue.